Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking from the cassette area of the cycler set and into the cycler. The pt did receive prophylactic antibiotics, but suffered no known ill effects. There is no sample available for eval.